Manufacturer narrative:
An event of thin leaflet was reported. The device was returned to abbott for investigation. The investigation found that the valve was visually and microscopically examined. The valve contained blue stain coloration on valve with no blood present. The sewing cuff was intact and no anomalies were noted. All three stent posts were normal in appearance. All three leaflets were flexible. A small section of cusp three was observed to be thinner. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on epic plus mitral, 27mm epic plus mitral valve was chosen for a mitral valve replacement procedure. During procedure, a part of one leaflet was found to be thin and translucent. Due to concerns regarding durability, the valve was not used and a new 27mm epic plus mitral valve was implanted.